Event description:
It was reported to philips that it does not pass the operational test. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which a quote was provided for replacement. The customer did not accept the quote. The device remains at the customer site and no further evaluation is warranted at this time.